Event description:
Elevated advia centaur xp ft4 results were obtained for samples from one patient. The results were discordant with an alternate method. There was no report of adverse health consequences due to the discordant ft4 result.

Manufacturer narrative:
The cause for the discordant ft4 results is unknown. The quality control and calibration were within acceptable range. The instrument is performing within specification. No further evaluation of the device is required.